Event description:
A single trigger pin collet 2.0-3.2mm was sent for evaluation because a piece of metal came out of it during cleaning. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.